Event description:
A report was received that the pt's implant is at an angle and the pt is having trouble charging. The physician has recommended a pocket revision, but the pt will not take any further action due to personal reasons.

Manufacturer narrative:
This is the final report.